Event description:
The customer reported an intermittent flicker on the screen but no picture, just a black screen during maintenance involving an olympus autoclavable camera head. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.